Manufacturer narrative:
The device was received into the lab on (B)(6) 2025 and the reported issue of channel restriction was confirmed. The device counter indicated that it has been used 29 times since the device was sent to the customer. Upon evaluation, it was found that the biopsy channel had kinked near the connection at the biopsy k joint. It was determined that improper twisting of the channel during installation led to the development of a kink causing the channel to become restricted. The necessary repairs were carried out on the device and on (B)(6) 2025 the repaired device passed outgoing qc inspection and was returned to the customer. To reduce the likelihood of recurrence, the installation technician who performed previous repair was retrained on the biopsy channel installation process. Steris is not the manufacturer of the device; therefore, UDI was not included in the MDR.

Event description:
The user facility reported that the doctor could not get forceps down the biopsy channel during a case. No injuries were reported however, there was a minor procedural delay reported.